Manufacturer narrative:
Section d4, d10, h4: additional information. Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). A specific cause of the patient¿s infection could not conclusively be determined. Lastly, a direct correlation between the pump and the reported subarachnoid hemorrhage (sah) could not be conclusively determined. (B)(6) was returned assembled with the driveline (dl) cut approximately 5¿ from the pump housing and the distal portion was returned measuring approximately 33.5¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. The bend relief collar was sutured in place around the outflow graft nut. Evaluation of the pump revealed that the bend relief was cut lengthwise prior to receipt; however, no damage or distortion was observed to the outflow graft underneath. Therefore, the reported concern of an issue with the outflow graft could not be confirmed through this evaluation. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional or flow issue. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists infection (pocket, local, and driveline), stroke, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines the recommended anticoagulation therapy and inr range and suggests anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii patient handbook is also currently available. The patient handbook contains care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had recurrent (B)(6) and pseudomonas pump pocket infection, admitted earlier this year with low flows and pump pocket was noted to be filled with puss. Patient went to the operating room at that time for multiple incisions and drainage and muscle flap. Following his long hospitalization, he also required hemodialysis and remains on hd. He was admitted (B)(6) 2020 with a subarachnoid hemorrhage(sah). He had a recent digital subtraction angiography on (B)(6) 2020 to confirm with neurology it was ok to proceed with surgery. Also concern for ofg issue of some sort, not exactly sure what given that just prior to sah he had high flows and powers that resolved suddenly on their own. The patient underwent pump exchange on (B)(6) 2020, from hmii to hm3.